Event description:
A distributor reported a burning smell in the area of the pump cartridge. Customer's blood glucose was 145 mg/dl, which is within the normal range. No additional actions or outcomes were provided regarding the event.